Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. Diopter: -15.50 device evaluated by manufacturer? No. Lens remains implanted. Method: evaluation method: lens work order search. Evaluation: evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens with a 15.50 dioper in the patient's right eye (od) on(B)(6) 2015. On (B)(6) 2015, the patient showed inadequate vaulting, elevated iop and pigment dispersion. Supplemental medwatch will be submitted when further information is available.

Manufacturer narrative:
The lens was explanted on (B)(6) 2015. Lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. (B)(4).